Event description:
From staff: ortho trauma packs with lot number 120601, manufacturer date [redacted date], and expiration [redacted date], were found to have their towels contaminated with red and yellow flecks. No other items in these packs appeared to have any red or yellow flecks on them, nor were there anything in the packs that matched those colors. The flecks were unable to be removed from the towels. The contaminated towels and pack cover sheets are located at the ortho trauma team lead desk.